Event description:
The balloon was removed from the patient and replaced due to acute urinary retention because of difficulties releasing the device. "He had a suprapubic placed which penetrated the balloon and this required to be replaced."